Event description:
The manufacturer became aware of an allegation of simplygo that the patient alleging melted deforming battery. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.